Event description:
Procedure: skin closure. According to the reporter: the cutting needle detached and was found stuck in the patient chest wall tissue. Doctor was able to remove the needle but there was a delay in the case of 30 minutes.